Manufacturer narrative:
In response to FDA report number: mw5098174. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection (early onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (early onset).

Event description:
Patient reported via regulatory agency "extreme sweating" 2-3 days after device implant and thought it was a "possible infection." Patient also report being diagnosed with lambert eaton syndrome, hashimoto's thyroiditis disease, cardiac issue and possible myeloma which is a rare form of blood cancer that forms in plasma"; these events are not device related. Affected side is right. The device remains implanted.